Event description:
It was reported that a low battery alarm occurred that was confirmed by telemetry. It was suggested that the patient's pump "slowed down" and did not give the patient enough medication. Per the patient, "too much drug was being pulled out" during refills. No further details, patient symptoms or outcome were provided. Additional information was requested but not available at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).